Event description:
It was reported that after completion of a da vinci-assisted right hemicolectomy surgical procedure and during the closure of the port sites, the customer noted that two port sites had necrotic tissue surrounding the incision. There were no reports of any complications, specifically no errors related to the use of energy or with the erbe generator. According to a physician's assistant (pa), who discussed the event with the surgeon, the necrotic tissue occurred at those port sites due small initial incisions. Due to the cannula manipulation during the procedure, the port incisions were too small to allow the tissue to move and adjust freely, resulting in necrotic tissue. The tissue surrounding both port site incisions was resected to repair the defects. The port sites were able to be approximated and closed with sutures as expected. The patient is recovering well with no reports of any postoperative wound issues.

Manufacturer narrative:
Based on the information provided, the cause of the reported complications cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue/event. The fse performed an electrical safety test on the patient side cart (psc), vision side cart (vsc) , and the erbe and e-100 generators. The system was tested according to isi procedures. The system was reportedly operational and verified as ready for use. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.